Event description:
On 5th february 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone emv rao200e. The event description provided states that there was resistance during injection and the lens haptic was broken. Surgery was unable to be completed on the day of the original surgery, surgery had to be completed at a later date.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens broke during injection. The surgery could not be completed within the original surgery session and therefore the patient was required to undergo an additional surgery whereby the lens was explanted and exchanged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The limited information available identiifes that there was resistance during injection. Within the rayone "use of rayone" section of the IFU "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 053216198 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from the batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to establish root cause; however, the information received is indicative of continuing injection at the point resistance was met as a likely contributory factor to the lens being delivered in a broken condition.